Manufacturer narrative:
Patient weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The replaced portion of the percutaneous lead and the explanted pump were received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing intermittent pump stops while connected to the power module. The patient indicated that the percutaneous lead had been twisted and when untwisted, the alarms did not reoccur. On (B)(6) 2015, the manufacturer's technical services representative evaluated the percutaneous lead. The phase interrupter test did not detect any broken wires. X-rays of the percutaneous lead showed an area of concern at the driveline entrance site. The system controller was exchanged. On (B)(6) 2015, the patient reported that the new system controller started alarming with what was thought to be low flow alarms. The patient was reported to be under the influence of alcohol at the time and reported feelings of lightheadedness. The system controller was exchanged again. The manufacturer's technical services representative advised that the percutaneous lead be immobilized to prevent further interruption in support. An ungrounded cable was provided to be used while on power module support. On (B)(6) 2015, at the request of the physician, the technical services representative performed a distal end percutaneous lead replacement. The continuity test after the replacement did not indicate any broken wires. When the patient was placed back on a grounded cable the pump intermittently stopped. On (B)(6) 2015, the pump was exchanged due to pump stops from a suspected fracture of one or more driveline wires.

Manufacturer narrative:
Approximately 20 inches of the external portion of the distal end of the percutaneous lead was returned for evaluation after the replacement that took place on (B)(6) 2015. Continuity testing of the returned portion of the percutaneous lead revealed that all wires were electrically intact. Superficial damage was noted on the outer silicone sleeve near the terminus of the distal end bend relief; however, the clear bionate layer of the percutaneous lead appeared unremarkable. Minor breakdown of the braided shield was observed in several locations along the length of the returned portion of the percutaneous lead and appeared most severe near the metal connector and terminus of the distal end bend relief. Visual inspection of the wires identified slight kinking and some disruption to the insulation of the black and brown wires adjacent to the metal connector; however, hipot testing revealed that the inner metal conductors were not exposed in this location and did not identify any other areas of compromised wire insulation along the length of the distal end of the percutaneous lead. Examination of the explanted pump did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 8¿ from the pump housing, and the remainder of the percutaneous lead was not returned. Continuity testing of the returned internal portion of the percutaneous lead revealed that all wires were electrically intact. Examination of the internal portion of the percutaneous lead revealed breakdown of the braided shield near the terminus of the pump end bend relief. At this location, the clear bionate also appeared to be distorted and melted. Visual examination of the underlying wires revealed a large breach in the insulation of the orange wire in addition to multiple breaches in the red, black, and brown wire insulation at approximately 2 inches-2.25 inches from the nipple of the pump housing, exposing the inner metal conductors. Hipot testing of the returned internal portion of the percutaneous lead revealed additional small breaches in the green and red wire insulation at approximately 2.5 inches and 3 inches from the nipple of the pump housing, respectively. All observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power as seen in the submitted system controller log files. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.